Event description:
It was reported that a cardiac tamponade occurred. During the atrial fibrillation procedure, a transseptal needle was selected for use. Difficulty was noted with transseptal puncture. After several attempts were made, including using rf energy with rf needle under intracardiac echocardiography (ice) guidance, the left atrium was approached and premap was performed using a non-boston scientific mapping catheter. After mapping, while ablating the right pulmonary vein (rpv), the contact force sometimes became 50-60 grams, and the contact force momentarily exceeded 100 grams. After the rpv isolation, when the left pulmonary vein (lpv) was isolated, it was found that the blood pressure decreased. When checking fluoroscopy, the pulsation appeared to be slow. A transthoracic echocardiography was done which revealed a cardiac tamponade. A pericardiocentesis was performed and the patient stabilized. The procedure was completed without replacing the catheter. No perforation was confirmed. The physician does not know whether the cardiac tamponade occurred during the transseptal procedure, mapping, or ablation. The device is not expected to be returned for analysis. Abbott complaint number: (B)(4).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.